Event description:
It was reported that the cannula curvature and device lengths were incorrect on six (6) m7.5sct/cfs, specialized single cannula cuffless tracheostomy tubes. Only one (1) of the devices was actually placed. Pt experienced gagging, breating difficulties and minor distress after approximately two (2) days usage. The device was removed and a backup was used with no further difficulties encountered. A visual comparison by pt's healthcare providers of the involved device and the remaining unused m7.5sct/cfs devices determined that the curvatures and lengths were incorrect. Only one (1) of the device(s) was returned to the manufacturer for identifiaction, analysis and investigation.